Event description:
It was reported that pump displayed malfunction alarm code malf 12 with associated fault ID but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged and understood instructions.